Event description:
This pt was undergoing percutaneous coronary intervention of a moderately calcified, <2.5mm diameter lesion of the right coronary artery (rca). During advancement of the sds resistance was noted at the ostium. The fellow adjusted the guide catheter. The stent was then discovered to be dislodged. The device was snared and retrieved as far as the iliac artery. However, the device had been "mangled" by the snare and a cutdown of the vessel was necessary to removed the device. The procedure was successfully completed with balloon angioplasty.